Event description:
It was reported that the customer has been experiencing unexplained low blood glucose for several weeks. It was stated that the customer returned from work and his blood glucose was 306 mg/dl; he took a 7.8 unit bolus with the insulin pump and blood glucose went to 31 mg/dl an hour later; treated with food. The drive support cap is recessed and customer was disconnected during the prime sequence. Reservoir is showing the same amount of insulin as shown on the status screen. It was stated that the customer got a new job since january and is more active. Device was not exposed to a magnetic field. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.